Event description:
It was reported that all electrode pairs had impedances greater than 4000 ohms on implantable neurostimulator following an "unrelated" full body MRI. The pt did not remember MRI restrictions on their implanted device. Fluoroscope images revealed that the lead appeared to be in place. However, the image was "poor" and it was difficult to determine. The pt's status was unavailable at the time of the report. The pt used program #2 for greater than 8,738 hours at amp 5.5, pw210, rate 16 and with electrodes 0 and 1 negative and 3 positive. Softstart was 24 on and 8 sec off. Additional information was requested and will be reported as follow up as it becomes available.

Manufacturer narrative:
(B)(4).